Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the perforation, sepsis, and subsequent death could not be definitively determined based on the information available. There was no ivl device malfunction reported. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
A shockwave coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left anterior descending artery (lad). Following the second cycle of ivl pulses, a perforation occurred. The physician then utilized a ping pong technique via femoral access, successfully completing the ivl procedure. However, the patient developed sepsis five days post-procedure and subsequently passed away. The device information associated with this event could not be confirmed. Therefore, this event is being assessed as a shockwave c2+ coronary device by default. The date of the procedure, date of death, and patient information are unknown.